Event description:
It was reported that a user experienced hyperglycemia with blood glucose rising to a peak of 374 mg/dl after a recent supply change on an ilet system using a contact detach 23", 6 mm infusion set; no pump alarms or notifications occurred, no visible kinks, bubbles, or leaks were noted, and the user reported variable absorption on one side of the abdomen. Symptoms included no reported clinical symptoms. Outcomes included self-management at home without medical intervention, with glucose trending down to 260 mg/dl after guided troubleshooting. Investigation included phone-based troubleshooting that verified priming with visible drops during fill tubing, replacement of the infusion site, and confirmation that insulin delivery resumed with stabilization and downward glucose trend. Investigation of this case revealed a probable infusion site or set-related delivery issue that resolved after changing the site and confirming adequate priming, with device alerts not implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with site absorption variability or transient infusion delivery impairment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.